Event description:
It was reported that noise had been observed on the atrial lead. The lead remained implanted. No patient symptoms were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.